Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium. The dilator was stuck in the sheath. The dilator was "too tight" in the vizigo sheath. The vizigo sheath was replaced and the issue was resolved. The procedure continued successfully. There were no reported patient consequences. The resistance they were having was the dilator into the sheath. No physical damage on sheath/dilator. No occlusion when irrigating the sheath. Sheath was not narrowed, partially blocked or completely blocked. The dilator was not able to be moved through the sheath. The dilator stuck in the sheath. Obstructed sheath is not MDR-reportable. Introducer stuck in the sheath is MDR-reportable.

Manufacturer narrative:
Per internal review on (B)(6) 2021, it was determined that the previously reported a15204 (failure to advance) medical device problem code is not applicable to this case. That code was used to represent "introducer stuck within sheath"; however, based on information received by bwi on 29-nov 2021 that code does not apply to this event. Information received by bwi on 29-nov-2021 communicated the following: the dilator was getting stuck when inserting. The dilator was able to be removed with excess force. The nurse tried not to force the dilator past its limits, but when it got stuck, she had to remove dilator with force. After dilator was removed, it was attempted to be inserted again but it got kinked. The dilator was being inserted straight/the proper way, so it was known that there was something not right, due to the amount of unusual force needed for the dilator to be inserted. The material deformation (a0406) and obstruction of flow (a1409) medical device problem codes have been applied. Dilator damaged is not MDR-reportable. Obstructed sheath is not MDR-reportable. Per bwi's internal review, this event is not considered MDR-reportable. No further supplemental reports will be sent based on the available event information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).